Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a model 2800 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 5 months due to unknown reasons. A 9750tfx 23mm transcatheter valve was implanted. Despite repeated attempts to obtain further information regarding this event, no additional information was received from the customer.

Manufacturer narrative:
Despite repeated attempts to obtain further information regarding this event, no additional information was received from the customer at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, h6 (health effect-impact code, health effect-clinical code, device code, type of investigation). H11: corrected data: corrected section h6 (component code).

Event description:
It was reported that a model 2800 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 5 months due to aortic stenosis. The patient presented with heart failure and cardiogenic shock. A 9750tfx 23mm transcatheter valve was implanted and the patient was stable at the end of the procedure.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including chronic kidney disease/dialysis.